Event description:
It was reported that stuck in lesion occurred. The 80% stenosed target lesion area was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 1.5 x 15mm non boston scientific balloon, a rotablator rotalink plus 1.25mm burr was introduced. During the procedure, it was noted that the burr could be stuck in calcium due to vessel tortuosity. The procedure was completed with a 1.50mm burr. There were no complications reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled and the components inside the advancer were inspected. There were no damages or irregularities identified. There is not enough evidence to definitively determine the cause of the device stall.. .

Event description:
It was reported that stuck in lesion occurred. The 80% stenosed target lesion area was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 1.5 x 15mm non boston scientific balloon, a rotablator rotalink plus 1.25mm burr was introduced. During the procedure, it was noted that the burr could be stuck in calcium due to vessel tortuosity. The procedure was completed with a 1.50mm burr. There were no complications reported and the patient was stable.